Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 585 mg/dl at the time of incident. The customer was not admitted into the hospital as a result of high blood glucose. Customer did not experiences any symptom related to the high blood glucose. The customer also reported that insulin pump gives the no delivery alarm during the bolus and while sleeping. Troubleshooting was performed for the no delivery alarm. The customer stated that displacement test was performed and it was failed. The customer was treated with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.